Manufacturer narrative:
According to the customer, on (B)(6) 2023 after a foley was inserted for "urinary retention" the balloon was being inflated when "the tip of the syringe broke off in the port prior to the rn instilling the ns to inflate the balloon." The customer reported an additional foley was successfully inserted as a result of the reported incident. Sample was requested to be returned. No additional information is available at this time. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2023, after a foley was inserted for "urinary retention," the balloon was being inflated when "the tip of the syringe broke off in the port prior to the rn instilling the ns to inflate the balloon."